Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00797; 9680794-2023-00798. The customer report of an unravelled guide wire was confirmed by visual inspection of the customer supplied photos. The customer provided two photos for analysis. The images show a used guidewire that is kinked in several locations and appears unravelled, however, no conclusions about the cause can be made from the photos alone. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guidewire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician attempted to place the catheter and on removing the wire he noted that it had frayed. He removed the catheter and wire. He then tried to insert a second catheter and the same thing happened. The catheter was not placed. Customer indicated a surgical consult was ordered and reported "I believe a vas cath was inserted the following day". Additional information received 23-oct-2023 from customer reports the issue was user error at the bedside.

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00798.

Event description:
It was reported the physician attempted to place the catheter and on removing the wire he noted that it had frayed. He removed the catheter and wire. He then tried to insert a second catheter and the same thing happened. The catheter was not placed. Customer indicated a surgical consult was ordered and reported "I believe a vas cath was inserted the following day". Additional information received 23-oct-2023 from customer reports the issue was user error at the bedside.